Event description:
Patient presented to the physician with 3mm wound dehiscence of the chest incision. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision. Physician placed the patient on IV antibiotics. Physician then brought the patient into the or, opened the chest incision, flushed the pocket with antibiotic solution, and closed.

Event description:
Patient presented to the physician with pain on the right back side wrapping around to the front right side where the ipg was located. Physician prescribed steroids. This resolved the issue.